Event description:
The pt had a refill done and some of the drug was injected into the pt's abdomen. The pt required hospitalization and was put on a ventilator. The pt was given narcan and then had problems with withdrawal. Pt has since had the pump refilled.